Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump despite the attempt of multiple cables and power sources. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer and the issue was resolved.